Event description:
Had hip resurfacing done. It was a model birmingham hip manufactured by smith and nephew. Started having problems a few months later, clunking and popping, grinding, severe pain. Within a year, started having loss of vision, hearing, headaches, fatigue, vertigo, joint pain. After several months, it was determined I had cobalt poisoning. After several x-rays, MRI's, CT scans, I was told that I have severe bone and muscle deterioration and would need revision surgery. All this is due to metal on metal and ions getting into my blood and destroying the surrounding area.